Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was unable to verify the motor error alarm and compromised force sensor system error alarm due to no button response. The motor passed the motor test. The device was also received with moisture damage on the electronics and vibrator assembly. Device had cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose of 467 mg/dl when waking up. He treated with manual injection and it went down to 167 mg/dl. The customer also reported that he changed the set and the insulin pump alarmed motor error and then, it alarmed compromised force sensor system during prime. The drive support cap is recessed. The customer stated that he has gone through the airport security, and has had to put the device through the x-ray at least 3 times in the last year and it also has been dropped in the past. The customer also reported that the insulin pump may have been exposed to moisture because he went swimming and the device was in the shorts pocket that he put over the swimsuit. He mentioned he had noticed condensation inside the casing by the dome label is located. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.